Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334trg ICD, implanted: (B)(6) 2014; 310c29 tissue valve, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. The left ventricular lead had high thresholds and a microdislodgement. The lead was capped and replaced. No further patient complications have been reported as a result of this event.